Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated that the right ventricular (rv) lead exhibited low out-of-range pacing impedance. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.